Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that there was no damage to the needle or cannula. The reported event of a broken needle was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.